Manufacturer narrative:
(B)(4). Batch # n93g1l. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The reported complaint was for the device had stopped activating. Dry body fluids were observed on the shaft and handle. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing. Upon inspection a staple was found in the tissue pad. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a sigmoid resection procedure, the surgeon used device for majority of the case without issue. Late in case, there was a gen11 message to remove the instrument from patient and clean the jaws. I hit the next button, and the gen11 asked to activate two seconds with jaws open. After this the gen11 produced the error code "replacement instrument." I tried to reboot gen11, unplug gen11 and instrument and reattach but error code produced again. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.